Event description:
It was reported that during a surgery for a shoulder instability the shaft broke off at the tip when the devices was leaned on the humerus. The broken piece was retrieved out of the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number . It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint is confirmed per picture evaluation of the photo provided by the customer attached to the complaint, of the 45°, curve, left, quickpass lasso, revealed that the tip of the device was broken off from the distal end of the shaft. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.